Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) failed when user tried to access. A field service engineer (fse) opened the rm panel and found no visible component damage, then replaced the controller board and latch. After reboot, the latch failed on first inventory but was recoverable and tested successfully; however, the issue recurred on subsequent reboot and the fse mentioned that pyxibus cable was required which was replaced on another service and confirmed that issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager required maintenance and was failing repeatedly despite a recent repair. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.